Manufacturer narrative:
Device evaluation: the device is not expected to be returned for evaluation. Since the lot number was not provided, the device history record and the complaint database could not be reviewed. A follow-up report will be submitted if additional info becomes available.

Event description:
The user reported that during a cardiac interventional procedure microbubbles were injected into the coronary artery. The user believes that while manipulating the guide wire, the hemostasis valve may not have sealed around the wire completely. The pt did not require treatment. No lot number was provided, no additional info has been provided.